Event description:
Information received from the patient via the manufacturer¿s representative reported that they had a sudden loss of stimulation after turning on their implantable neurostimulator (ins). The patient must turn off the ins then back on again before the stimulation would return. The patient stated that this had happened ¿several¿ times since implant of the ins 2 weeks ago. The representative ran an impedance check on the device and it was within normal limits. No surgical interventions had occurred or were planned. The patient status was noted as ¿alive ¿ no injury.¿ on follow up, the representative reported that the cause of the loss of stimulation was not determined. They ran an impedance check which was normal. It was noted that the patient had not reported another incident since the initial date of report. The indication for use for the implanted device was noted spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.